Manufacturer narrative:
Final device investigation found that the device was returned with the jaws stuck in the closed position. The blade was still retracted into the device. Upon eval, the jaws of the device were manually forced open using the handles of the device, after which the device opened and closed properly and the blade operated as intended. The device handle locked and unlocked properly and rotated freely. During investigation, a small piece of plastic fell out of the handle area, which was one of two pieces that function to actuate the blade. However, the blade was still able to operate as intended.

Event description:
It was reported that the device was faulty. There was no pt injury. The device was returned with the jaws stuck in the closed position. Add'l info was requested, but no add'l info was provided. A f/u report will be sent if add'l info is received.